Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, fenestrated bipolar forceps cable became detached and the forceps stopped working properly. A part of the cable was seen hanging at the end of the pliers. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.